Event description:
Additional information was received that the right ventricular (rv) lead was surgically abandoned due to intermittent low out of range impedance measurements and insulation damage. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a pacing impedance measurement of less than 200 ohms. One and a half years later, the rv lead exhibited another pacing impedance measurement of less than 200 ohms and a low r-wave amplitude of 1.2mv. During a routine follow visit, a review of the daily measurements showed a few different places where there was decreased sensing and impedance measurements. It was noted that the r-wave amplitude was typically stable at 18mv and the impedance measurements had been stable at 520 ohms. No episodes of noise were stored. At a follow-up visit one month later, intermittent low out of range impedance measurements and decreased sensing were again noted. Noise was unable to be reproduced, however 89 inappropriate non-sustained ventricular tachycardia events were recorded. Boston scientific technical services (ts) recommended further testing of the lead and increased monitoring to ensure integrity of the system. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.